Manufacturer narrative:
Unit passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm during self test and beep anomaly. The customer¿s blood glucose level was 181 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer reports they did hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.